Event description:
Boston scientific received information that during a routine follow up in clinic, this implantable defibrillation lead exhibited noise on the rate/sense portion of the lead. The noise was oversensed resulting in pacing inhibition for less than or equal to two seconds. The patient was pacemaker dependant. All other rv lead measurements were noted to be within an acceptable range. The noise was unable to be recreated during testing. A revision procedure was performed. The rate/sense portion of this lead was capped and surgically abandoned. A new rv rate/sense lead was successfully implanted without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.